Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 400 mg/dl and down to 200 mg/dl. Customer¿s blood glucose level was 170 mg/dl at the time of incident. Customer¿s other blood glucose level were 174 mg/dl, 492 mg/dl and 174 mg/dl to 197 mg/dl. Customer was treated with insulin pump for hyperglycemia and peanuts for hypoglycemia. Customer did not allege insulin pump was under delivering and over delivery. Troubleshooting was performed for hyperglycemia and hypoglycemia. The insulin pump will not be returned for analysis.